Manufacturer narrative:
Device evaluation: the device was not returned to the manufacturer for physical evaluation and the failure mode cannot be confirmed. However, an investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. All device history records (DHR) are reviewed and released according to the DHR review checklist and release procedure. A device is not released if it does not meet requirements or is nonconforming. In addition, the device record review confirmed the labeling, material, and process controls were within specification.

Event description:
A peritoneal dialysis patient's nurse reported that the patient was hospitalized the previous day for fluid overload. The overload was caused by catheter blockage due to two previous episodes of peritonitis, which have been reported separately. The patient underwent catheter replacement on (B)(6) 2018. Upon follow up with the patient's nurse, it was noted that the patient will be discharged on (B)(6) 2018 and will be transitioning to in-center hemodialysis for the next three months.

Manufacturer narrative:
Additional information: clinical investigation; device summary not attached. Clinical investigation: there is a temporal relationship between the patient¿s hospitalization for fluid overload resulting from a blocked catheter and ccpd therapy on the liberty select cycler. However, there is no documentation to show a causal relationship between the event of fluid overload and subsequent hospitalization and the liberty select cycler. Additionally, there is no reported malfunction against the liberty select cycler for this event. The cause of the fluid overload was due to a blocked catheter due to inflammation from two previous peritonitis events.